Event description:
It was reported that there was an error in flow rate accuracy. The fault occurred during inspection. There was no patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional test was performed, and it could not confirm the customer's issue. The accuracy was within specification. The cause of the issue could not be determined as pump was working within specification. The device was returned unrepaired to the customer at customer's request.